Event description:
Failure of data recording correlated with manual sensor reads. At 04:10 hours a manual sensor read was performed on (B)(6) 2019. Correlated with this manual sensor read, the sensor failed to make its glucose measurements at 15 mins intervals leaving a data gap for the next 3 hours and 6 mins. This is a reliability problem with the sensor and creates issues of confidence in this device. Multiple data gap problems occur during the 14 day use cycle for a sensor. Other reports for previous sensor failures have been filed. Based on the info I have given in this report, and my 12 previous reports I have determined that this device is unreliable and I have ceased using it. I have had lengthy telephone conversations with abbott personnel. They finally said the issue would be escalated to the next level and that I would be contacted by a person at that level within one or two days from (B)(6) 2019 when that conversation took place. I have not been contacted by anyone and believe abbott is ignoring me and hoping I will give up and go away. I have informed my physician about the reliability of this device and that I have stopped using it and resumed with finger sticks.